Event description:
Please note the complaint below involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the 16-5301-0, micropore-surgical tape makes the patient itch. The patient noticed on order (B)(4), delivered on 2/5. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).